Event description:
Boston scientific received information that during a routine right ventricular threshold test, this pacemaker exhibited approximately four seconds of asystole. It was reported the end test button had been pressed however the test continued longer than expected. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Technical services discussed the test will terminate two seconds after the end test button is released and recommended using the stylus to expedite the release of the button. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.